Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient reported discovering a fluid leak from the blue pin connector during fill 1 of 5. There was no fluid in the pump module and no fluid on the external cassette. The patient said the leak event happened two times in a row with sets from the same box. Upon follow up, the patient¿s spouse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient had finished treatment with a third set up. The cycler sets used by the patient are not available for return for physical evaluation by the manufacturer. This report is for 2 of the same products used in same treatment setting.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient reported discovering a fluid leak from the blue pin connector during fill 1 of 5. There was no fluid in the pump module and no fluid on the external cassette. The patient said the leak event happened two times in a row with sets from the same box. Upon follow up, the patient¿s spouse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient had finished treatment with a third set up. The cycler sets used by the patient are not available for return for physical evaluation by the manufacturer. This report is for 2 of the same products used in same treatment setting.